Event description:
Md reported that as the screws were being tightened two heads of smith and nephew 4.5 cortical screws 46mm broke off with the shaft in through the plate in the patient. The shafts of the screws were not retrieved; per md; they will cause more harm attempting to retrieve them. The screws are 4.5 cortical screws; 46mm; smith and nephew ref # (B)(4).